Manufacturer narrative:
The ge service rep removed and replaced the video controller pcb, removed j4 video connection from video controller and attached to p3 connection on the display adapter. He reloaded the software and tested all table functions and all fluoro functions. The system runs as intended.

Event description:
The customer reported that the table monitor will not turn on. No pt injury was reported.